Event description:
Event description cpi received information that during a transtelphonic monitoring this implantable pulse generator (ipg) was exhibiting a magnet rate of 90ppm. The patient was brought to the clinic for follow-up and the elective replacement near (ern) indicator was observed. The indicator was cleared with a subsequent battery status of 100 ppm. The patient was seen 2 weeks later and the magnet rate was 84ppm. The physician elected to explant the ipg.